Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 340 mg/dl. Bg level was corrected with a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.